Event description:
Procedure type: laparoscopy. According to the reporter: a gland removed used an endo catch gold specimen retrieval pouch. The surgeon did final check of abdominal cavity and around the top rim of plastic from the distal end of the instrument was in the abdomen. This is unusual for this item. Retained instrument to give to risk management.

Manufacturer narrative:
(B)(4).